Event description:
During product analysis high impedance was seen on (B)(6) 2025 with values of 13655 ohms and 22014 ohms. As the explant date of the device is not known high impedance is being investigated as if it occurred while device was implanted. No other known relevant surgical intervention has occurred to date. No other relevant information has been received to date.